Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
There were no performance issues with any abbott devices.

Event description:
One day following a successfully completed atrial fibrillation procedure, the patient experienced cardiac tamponade requiring pericardiocentesis. There were no concerns following completion of the procedure and the patient was stable. An echo was performed which identified the tamponade. The physician did not provide details on location of tamponade or indicate any possible cause of tamponade.